Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to confirm the death of a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant indicated the patient had expired prior to the paramedics' arrival on the scence.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The monitor board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. No accessories were returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.